Event description:
The customer observed falsely elevated parathyroid hormone results for one patient while using the architect ipth assay. The customer provided the following results (initial/ retest): initial 26 pg/ml, retest 5 pg/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. The evaluation indicated that the event is likely due to sample handling issues. Reference to the specimen collection and preparation for analysis section in the package insert was provided to the customer. Tracking and trending did not identify an adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of architect intact pth, list 8k25, was identified.